Manufacturer narrative:
The pump was returned assembled with the percutaneous lead (lead) cut approximately 4" from the pump housing and the severed portion of the lead was returned. The sealed inflow conduit, sealed outflow graft, and outflow graft bend relief were not returned. The outflow elbow was returned attached to the pump's outlet port. A slice in the outer jacket of the percutaneous lead was observed; however, it was not deep enough to compromise the underlying bionate and shielding. The outer jacket of the returned lead was removed to examine the shielding and bionate layers underneath, and areas with shield breakdown were found on the distal-end portion of the lead, although no wire compromise was found. Prior to disassembly of the pump, the proximal-side of the inlet stator revealed no evidence of deposition. The distal-side of the outlet stator revealed evidence of deposition in the pump. Upon disassembly of the returned pump, examination of the outlet stator revealed a large, non-laminated deposition situated around the outlet bearing ball and in between the stator blades. The lack of laminated layering suggests that the deposition did not develop in the outlet stator. Although the origin of this deposition and the duration which it was present in the outlet stator could not conclusively be determined, the deposition had areas that appeared denatured and there was contact marks on the outlet bearing cup and outlet cone section of the rotor, indicating that the deposition was present while the pump was supporting the patient. The deposition found in the outlet stator would have contributed to the reported clinical signs of hemolysis. The pump bearings, rotor, and blood-contacting surfaces were examined under a microscope and no abnormalities were observed. The pump was cleaned, reassembled, and functionally tested under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process, and the pump operated as intended. A review of the device history records showed no deviations from manufacturing or qa specification that would affect device function or performance. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted due to signs and symptoms of thrombus including hematuria and elevated ldh. No alarms were reported for the event. Bivalirudin was administered, but the patient's condition continued to worsen. A device exchange was subsequently performed without issue.

Manufacturer narrative:
The user facility medwatch report was received from the (B)(4) registry. The user facility number was not provided. (B)(4).

Event description:
Additional information was received from the (B)(4) registry stating: elevated ldh 1932 and non intact rbc in urine.